Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire rapture (rupture). Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire; however, other failurre is not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
R/l pulley wire ruptured. The time of event is unknown. There was no report of patient harm.